Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported 17 months post stent graft implant the mms demonstrated that the aortic neck had elongated, due to disease progression in the aortic neck. The stent graft has migrated. However, at this time there is no type I endoleak. The dr has started the paper work process for requesting a talent aortic cuff under ide (go20050). No additional clinical sequelae were reported and the pt was reported to be fine.